Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The ECG data from the event was provided and evaluated. Evaluation found that analyses one through six had a result of asystole with the average amplitude of the rhythm less than 100 micorvolts (no shock advised). Analysis seven, had no matching condition with segement one -resulting in ventricular fibrillation and segements two/three- with no matching condition. The no shock advised result was due to there being too few peaks detected. Analyses eight/nine had matched for ventricular fibrillation and resulted in shock advised, however the users did not deliver the shocks after being prompted by the AED. The last analysis ten was not shockable as segement one had regularly occurring peaks and appeared to be close to normal sinus rhythm with segement two having a result of ventricular fibrillation and segement three with no matching condition, the overall result was no shock advised. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.